Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. D4: lot numner - correction. D4: primary UDI number - correction. H2 type of follow up: correction. H6 codes: correction.

Event description:
Subsequent to the initial MDR, a correction is required. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. Date of event is an approximation. On 07/23/2025, it was reported that the pediatric patient experienced malaise and a severe headache. When a fingerstick was taken by the parents the cgm reading was low, and the blood glucose reading was 370 mg/dl. The patient was brought to the hospital by the parent and was treated with intravenous insulin and saline. The patient was discharged after one and a half hours. At the time of the report the patient was stable. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.